Event description:
It was reported that a patient's device was depleted and was in the process of getting replaced. The physician had previously received a notice regarding the device stating it may prematurely depleted due to laser routing. Clinic notes from the patient's most recent office visit indicated that the device had flagged the intensified follow-up = yes indicator. The patient was concerned the vns was not working. A battery replacement surgery occurred. It was noted that the intensified follow-up indicator was observed pre-operatively. The device was to be returned for analysis. A review of the device history record indicated that the generator had been laser-routed which has been shown to produce excess debris on the circuit board. This debris may lead to excess current draw from the generator, which can deplete the battery prematurely. It was noted that the device had been sterilized and passed all quality inspections prior to distribution. No device has been received to date. No additional relevant information has been received to date.

Event description:
It was reported that the device was discarded. No additional relevant information has been received to date.